Manufacturer narrative:
Information has been received that added gridlines to the parent record on 02-aug-2022. Report date and premarket identification utilize this date. Investigation summary: a complaint lot history check was performed on lot # 1187334 for does not attach as intended. This is the 1st. Related complaint for does not attach as intended on lot # 1187334. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that while using a bd nano¿ 2nd gen pen needle, the pen needle would not attach properly. The following information was provided by the initial reporter: consumer stated that he is having difficulty with the nano 2nd gen pen needles. Consumer stated that the needle does not attach properly.